Manufacturer narrative:
This complaint is still under investigation. Depuy will notify will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address poly wear of the liner. Three of the locking tabs on the liner had worn off causing the liner to slip sideways into the cup. The femoral head was articulating against the cup.